Manufacturer narrative:
The customer did not return the device for evaluation. During the follow-up, the customer stated that they are still using the suspected contour® xt meter and it is functioning as expected. Since the product detail was not provided, the device history record could not be reviewed.

Event description:
The customer from ireland reported that one of his blood glucose readings was not stored in the memory of the contour® xt meter. There was no allegation of an adverse event. The device is not expected to be returned for evaluation. A replacement meter kit was sent to the customer.

Manufacturer narrative:
The patient/family (a1) was the initial reporter (e1), so personal information was not entered. No information was captured in sections a2 and a4 as the customer's age and weight were not provided. No product information was provided by the customer; therefore, no information was captured in section d4 (model #, serial # and meter kit lot #) and section h4 (device manufacture date). The contour® xt meter is similar to the contour® next ez meter available in the us market. Therefore, product code nbw and most recent 510 (k) # k191286 associated with the contour® next ez meter marketed in us were captured in sections d2b and g4 respectively. The device was distributed outside the us, therefore, no gudid information exists.